Manufacturer narrative:
Date of report: 05may2021. The device was in clinical use. No patient or user harm was reported.

Event description:
The customer reported having issues with the high leakage message. They reported "alarm leakage" and "patient disconnect." The device was in clinical use. No patient or user harm was reported. The remote service engineer (rse) advised the customer to swap circuits. The customer switched units and still had the same issue. The customer confirmed no significant errors in the logs. They also were going to confirm if the mask was swapped out. The customer was advised to run performance verification testing (pvt) and see if anything was wrong with the unit¿the customer reported by email that the problem has been resolved. Information regarding the repair and the operational status of the device has been requested.

Manufacturer narrative:
B4: 28sep2021. The customer confirmed no significant errors in the logs. The customer switched units and still had the same issue. They will confirm if the mask was swapped out. The remote service engineer (rse) advised the customer to swap circuits; however, the issue occurred. The customer will run performance verification testing (pvt) and see if anything is wrong with the unit. During follow-up with the customer, it was reported that a tear was observed in the tubing; however, it was not specified what type of tubing was torn or what was replaced. An additional follow-up was performed; however, no further details were provided. The customer reported by email the problem had been resolved but did not specify what was replaced to resolve the issue.